Manufacturer narrative:
Follow-up #1: date of submission 09/22/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were multiple replace battery alarms observed in the black box history with no low battery warnings preceding. The pump's current draws were within specifications. The pump case was removed and no intermittent conditions or moisture was found inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.